Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced infusion set tubing detachment event on (B)(6) 2026. The site of insertion was right abdomen. The infusion set was in use for one day. The site of detachment was close to the site. No further information available.